Event description:
It was reported that a trainer was asked to review a patient¿s meal announcement habits with the ilet after the patient announced a smaller-than-usual lunch and subsequently experienced hyperglycemia to 210 mg/dl before the pump delivered a corrective dose. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included self-resolution with device-driven correction without medical intervention. Investigation included a review of meal announcement behavior and education on appropriate meal entry and consideration of a future factor review through customer care. Investigation of this case revealed no device malfunction and suggested that an inaccurate meal size announcement likely contributed to the hyperglycemic excursion, with the ilet functioning as designed. It was concluded, based on previously established findings for similar reports, that user interaction with meal announcements was the most probable cause.

Manufacturer narrative:
Initial.